Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred while a ventilator was in use. There was no pt harm or injury. The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperative condition.

Manufacturer narrative:
There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.